Manufacturer narrative:
(B)(4). The complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3. MFR report#1627487-2016-01998. Reference MFR report#1627487-2016-01999. The patient received two swift lock anchors with the same lot number. It was reported the patient was diagnosed with an infection at the thoracic lead and anchor incision site approximately a month ago. Surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Device 1 of 3. Reference MFR report#1627487-2016-01998. Reference MFR report#1627487-2016-01999. Follow-up identified the infection would not resolve with oral antibiotics alone. As a result, surgical intervention was undertaken during which time the entire system was explanted.